Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer due to hospital policy. Additional information (including x-rays and medical records) has been requested. Should additional information become available, the evaluation summary will be submitted in a supplemental report. Not returned to the manufacturer.

Manufacturer narrative:
Review of the device history records indicates that all devices were manufactured and accepted into final stock with no reported discrepancies. The product experience reporting database indicates there have been no other events for the reported lot ID. Similar events have occurred for the reported catalog number/product family. None are related to design, manufacturing, or material factors. Insufficient medical records were received for review as medical history, progress/consultation notes, and operative reports were deemed necessary. The event could not be confirmed. No further investigation for this event is possible at this time as insufficient information was received by stryker orthopaedics. If the reported devices, medical records, and / or operative reports become available, this investigation will be reopened.

Event description:
It was reported that dislocated x2 at home.

Event description:
It was reported that dislocated x2 at home.